Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up high out of range pace impedance measurements were noted as well as an increase in pacing thresholds on this right ventricular (rv) lead. Noise was seen all with a duration of less than one second. The device was reprogrammed from tip to rv col to tip to can due to the high impedance measurements which showed good results when it comes to pacing thresholds and pace impedance measurements. The rv sensitivity was also reprogrammed and a follow up was scheduled. No adverse patient effects were reported. This patient was not pacemaker dependent.